Event description:
Customer reported tubing separated from the spike while nurse spiked a platelet bag. One port was already spiked into a bag of normal saline. No patient harm reported. No additional information was available.

Manufacturer narrative:
(B)(4). The set was requested, however, it could not be located at the customer's facility. The lot number was not identified, therefore, lot history record review could not be performed.